Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level and the insulin pump had motor error. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. Customer was treated for high blood glucose with insulin pump. Customer was able to complete rewind the insulin pump. Customer also reported that no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the seat & rewind, basic occlusion test, prime test, excessive no delivery test, displacement test and motor test. Device was received with motor error alarm during occlusion test due to faulty force sensor resistor.